Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.